Manufacturer narrative:
Investigation summary: three (3) samples were provided by the customer for investigation. One (1) sample was returned in an unsealed blister pack and the other two (2) samples were returned in sealed blister packs. All three (3) samples were visually examined using 10x magnification and foreign matter was observed between the ribs of the stoppers or in the fluid path of the barrels. The foreign matter was visually identified as plastic shavings. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter (fm) for lot. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Rationale: bd acknowledges that there was foreign matter in the samples returned by the customer. As the three (3) total occurrences would not exceed the acceptable quality level (aql) of ¿foreign matter ¿fluid path particles > 1/64 in = 0.65%¿ for the batch, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 302832, batch no: 8082797. It was reported that facility found a white foreign substance in between stopper and barrel inside the syringe. Pharmacist from facility called to report that they found a white foreign substance in between the stopper and barrel inside the syringe. He said it looked "like cotton, stringy, could have been plastic".